Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort due to the spinal cord stimulator. The patient underwent an explant procedure wherein the ipg was removed and not returned per hospital policy.